Event description:
Per email from the product manager dated (B)(6) 2012: kindly find attached a complaint form from the hospital cardiothoracic department regarding a failure with a sensation balloon, inserted successfully in a patient in the ICU. This failure resulted in: less support for a patient (insertion at 10 am - failure at 10:30 am). The patient arrested (at 12:30 pm). The patient died (at 3:30 pm). Per balloon data sheet: after insertion of the iabp, it works functionally but after some time it stops supporting so the doctor thought that he placed it incorrectly. So the doctor tried to insert the guide wire again (after he removed it during insertion) to readjust the positioning of the iabp, he couldn't re-enter it through the balloon, so he took action to move the balloon from the patient before he called the manufacturer. He couldn't readjust the placement of the balloon so he preferred to remove it. Per balloon data sheet from the doctor: the doctor connected the balloon and the external transducer and it did not monitor the pressure curves clearly and it didn't give a proper augmentation, so the doctor tried to reposition the balloon by inserting the guide wire again, it refused to insert again, so the doctor removed the balloon. Description of injury was: the patient died after removing the balloon because of his condition. Another balloon was not inserted because: the patient was not in need of it. Datasheet reported: after placement of the iab catheter it didn't give a proper augmentation. The doctor tried to reposition the catheter by inserting the guide wire again to reposition the catheter, but it refused to be reinserted through the catheter. The doctor removed it completely. Under patient injury or death, datasheet reported: the patient died later on, the same day because he was highly arrested. May be because the failure in the balloon or maybe not. Follow up with doctor reported via email on (B)(6) 2012: kindly be informed that today the product manager had a meeting at the hospital with the head of cardiothoracic department. The case was discussed and the head of the cardiothoracic department confirmed that there was no correlation between the iab and the death of this patient. The head of cardiothoracic department just wants the balloon tested to check why it was not possible to insert the guide wire inside the catheter to reposition the balloon inside the patient. (B)(4).

Manufacturer narrative:
Product condition received: the product was returned with the membrane folded and blood on the exterior of the catheter. A .025" and .035" guide wire were returned. The stylet wire was also returned without the stylet cap. The extracorporeal tubing was not returned. Product evaluation: the technician was able to insert a laboratory .018" guide wire through the inner lumen of the iab successfully without difficulty. No blockage or restrictions were felt. The inner lumen was dimensionally inspected and found to meet specification. Conclusion: after inspection of the product it was confirmed by the technician that the .025" guide wire returned was not provided with a sensation catheter kit. The iab will not go over a .025" guide wire. A sensation catheter kit provides a .018" guide wire with the catheter kit. The instructions for use indicate to only use a .018" guide wire provided in the catheter kit. A review of the device history does not indicate any lot specific issues. (B)(4).